Event description:
It was reported by field service report: drain failure alarms - removed from patient. There were no reported patient complications. Field service action: drain failure not confirmed - happened two times before - pneumatic control switch replaced both times. Suspect intermittent front end board problem - replaced.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.